Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon was inserting the micl13.2 implantable collamer lens and the lens unfolded and flipped upside down. The lens was removed immediately lens and the back up lens was implanted. The reporter stated the incident was the result of the lens not being properly aligned in the injection system during loading.